Event description:
It was reported that the unit experienced an error message. It was further reported that it was unk what type of error message it was.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.